Event description:
It was reported to boston scientific corporation that a cre balloon dilatation catheter was used during a dilation procedure performed on (B)(6) 2013. According to the complainant, during the procedure the tip of the balloon bent and the balloon would not inflate. The procedure was completed with another cre balloon. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional patient and procedure information have been made, however, no information has ben received. If further information becomes available, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.